Event description:
Qa management of medical center reports to sales rep of manufacturer that a patient was using an esophageal stethoscope manufactured by the MFR. Upon removal of product, customer alleges the end cap of product had dislodged from the main esophageal stethoscope. Twenty-four hours later, the patient vomited up the end piece of the stethoscope. As a result, the patient remained in hospital for observation and a full series of x-rays. No patient injury was noted.